Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to valve degeneration leading to stenosis. An edwards transcatheter valve was implanted within the pre-existing surgical edwards valve using the transfemoral approach. As reported, complications occurred during the viv procedure [captured under ew complaint (B)(4), reported under medwatch # (B)(4)]. The procedure was finished and patient's pressure dropped down again and pericardial tamponade was found by echo. It was decided , together with the daughter of the patient, to stop every active therapy. The patient was noted to be still alive in the ICU.

Manufacturer narrative:
H10: additional manufacturer narrative: initially, it was reported that this valve model 6900p29 implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration. However, through investigation it was learned that the expiration date for this valve was 30-april-2004, which means it was most likely implanted for over 10 years. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants greater than ten years with no allegation by the physician of premature failure will not be reportable. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including an implant duration of greater than 10 years (based on the valve expiration date of 2004). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to valve degeneration leading to stenosis. An edwards transcatheter valve was implanted within the pre-existing surgical edwards valve using the transfemoral approach. As reported, complications occurred during the viv procedure [captured under ew complaint(B)(4) , reported under medwatch # 23575]. The procedure was finished and patient's pressure dropped down again and pericardial tamponade was found by echo. It was decided , together with the daughter of the patient, to stop every active therapy. The patient was noted to be still alive in the ICU. Per serial number provided, it is known the device expired in 2004. The ce perimount 6900p has a storage life of 4 years, therefore, the implant likely took place between 2000 and 2004, and we can conclude that the implant duration was at least 18 years.